Event description:
Correction: the material number was incorrectly documented at intake and has been corrected to be "201-0006".

Manufacturer narrative:
Correction: the material number was incorrectly documented at intake and has been corrected to be "201-0006". Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
D. Lot # 9453460 was provided, but it was not found in our system for the reported material number. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd pivo bloodcollecton used on patient who was diagnosed with an infection. The following information was provided by the initial reporter: representatives of allegheny health network have made verbal comments with concerns of increased infections in patients. Representatives of allegheny health network have made verbal comments with concerns of increased infections in patients. Material 3: 201-0006. Lot: 9453460.